Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of this implantable cardioverter defibrillator (ICD), after connecting the right ventricular (rv) lead, there was noise with false detection of ventricular fibrillation when manipulating the pocket. The pocket was re-opened, the rv lead was replaced, and the pocket closed again; however, noise was still observed on the rv channel. The pocket was re-opened a second time, and the lead was tested with a pacing system analyzer and no noise was observed. This ICD was then also replaced, resulting in a clean signal. No additional adverse patient effects were reported.

Event description:
It was reported that during implant of this implantable cardioverter defibrillator (ICD), after connecting the right ventricular (rv) lead, there was noise with false detection of ventricular fibrillation when manipulating the pocket. The pocket was re-opened, the rv lead was replaced, and the pocket closed again; however, noise was still observed on the rv channel. The pocket was re-opened a second time, and the lead was tested with a pacing system analyzer and no noise was observed. This ICD was then also replaced, resulting in a clean signal. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned ICD was analyzed. Visual examination identified a hole in the rv setscrew seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.